Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube closer to the distal tip. The detached part of the main tube is approximately .1090". No material was found missing. Components adjacent to this broken main tube do not show damage. Additional observation(s) not related to customer reported complaint: the harmonic insert was found to have a mechanical indentation on the clamp arm. The inner tube slots where the clamp arm hinges were not broken.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm harmonic ace instrument was not working and when they took the instrument out, the shaft was split into two pieces. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was broken at the shaft. It was inspected prior to use for the hysterectomy procedure. The instrument did not collide with any other instruments or tools. No fragments fell inside the anatomy of the patient. No photos or videos available for review. "It was not working during surgery and when they took the instrument out, the shaft is split into two pieces".